Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack near the battery compartment. The insulin pump will be returned for analysis.